Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had wound dehiscence, a tissue of some sore hanging out of wire that inserts into her abdomen (abd) for her left ventricular assist device (lvad) machine.

Event description:
It was reported that no treatment was required as the patient was already on suppressive antibiotics for history of driveline infection. It was clarified that the tissue was at the driveline exit site. The patient was ultimately discharged home. No additional information was provided.

Manufacturer narrative:
Section b5: additional information . Section d4, h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported wound dehiscence could not be determined through this evaluation and a correlation to the device could not conclusively be established through this evaluation. The patient reported seeing tissue of some sort hanging out of the driveline exit site. The account did not report any alarms for this event. The account later communicated that there was no treatment required as the patient was already on suppressive antibiotics due to a history of driveline infection (reference MFR # 2916596-2019-01782 and MFR # 2916596-2019-01041). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists wound dehiscence as an adverse event that may be associated with the use of the heartmate left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.